Event description:
Two stents failed to come loose in the femoral artery after cut down and previous deployment in the femoral artery. A cook 7 fr ansel introducer was used. Manufacturer response for vascular stent, icast covered stent 7mm x 16 mm x 120 cm (per site reporter): we have asked manufacturer to share their findings with us.